Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the balloon ruptured. The target lesion was located in the left internal iliac artery. An eql/27/7/2/65 equalizer balloon catheter was advanced for dilation. However, during the first inflation, the balloon ruptured. The device was completely removed from patient's body. The procedure was completed with a different device. No patient complications nor patient injuries were reported.